Event description:
It was reported that an alert was received for this right ventricular (rv) lead that exhibited high out of range pacing impedances. It was also noted there were non-sustained ventricular episodes where the noise was being oversensed. There were no observations of pacing inhibition. The physicians plan is to revise the rv lead. At this time, this rv lead remains in service. No adverse patient effects were reported.